Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, was exhibiting error code 1720. No adverse patient effects were reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical. The device was powered up and alarmed error code related to the back-up capacitor. Replacing back-up capacitor. A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.